Event description:
It is alleged that about 2 minutes before inserting the prosthesis into the body doctors noticed rapid decrease of blood pressure up to 60/35 mm hg, bradycardia, and decrease of sao2. The symptoms passed after delivery of atrophine and ephedrine IV.